Event description:
It was reported this right ventricular (rv) lead exhibited high pacing threshold. Subsequently, this lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.